Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was confirmed due to the electrode belt ECG "a&b" cable being severed, damaging wires in the cable and causing the front therapy electrode to be cut and missing from ECG ¿a&b¿. The belt did not pass falloff testing. The root cause of the physical damage to the severed cables was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.